Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicated that patient's explanted ipg was inoperable prior to being replaced on (B)(6) 2020. Effective therapy was restored for the patient postoperatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced ineffective and uncomfortable therapy due to a fall, and therefore did not charge the ipg as recommended. In turn, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.